Event description:
Additional information was received. The amount of inaccuracy was approximately 2 millimeters. No movement of the frame had occurred.

Manufacturer narrative:
B5) additional information provided. H3, h6). A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. Fdm 10, fdr 213, fdc 4315 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
System serial number corrected. System manufactured date corrected due to serial number correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9733686, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that halfway through the case, there was an alleged inaccuracy. When the surgeon started to move the probe, the anatomy on the screen would move making it difficult to navigate. Troubleshooting was performed by going into the admin and selecting the option "crosshairs stationary" (clicking in and out of the options several times) and rebooting the navigation system 3 times and choosing different doctor profiles. After troubleshooting, they were able to navigate properly. After the system was rebooted a third time, it was working better but "still off a bit" according to the surgeon. The site was able to finish the case with navigation. There was an approximately 45 minute delay to the procedure and no impact to patient outcome as a result of this issue.